Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 7. Details of surgery: implant surface not completely covered with bone. On 2023-07-18, non-osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, increased sensitivity and inflammation. No further patient complications were reported.